Event description:
The customer contacted stryker to report that their device did not shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
A stryker customer quality engineer (cqe) reviewed the electronic records of the device and was unable to verify the reported issue. Therefore, the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device's software was upgrade and the battery pins were replaced as a precaution. The root cause was unable to be determined. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.